Event description:
Experience report australia. It was reported that the patient had initial left shoulder implanted and underwent a revision procedure approximately 9 years 4 months post the initial procedure. The patient complained about some mild pain in their shoulder. The surgeon obtained a CT which confirmed remodeling of the glenoid with the component migrating medially and superiorly. The first stage revision was completed with the stem left insite. A replicator plate and antibacterial spacer were used to combat any potential infection. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were not available. The explanted devices are not available for return, they were sent to rph for study. Device images were provided. No further information. X-ray and ebi unavailable. The revision reported may be the result of glenoid loosening and prosthesis wear over the course of 9.5 years of implantation. However, the glenoid loosening cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided.